Event description:
The device was used during a removal of an ovarian cyst. Reportedly, the device was difficult to open. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.